Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station scheduled medication prompted to dispensed twice and missed medpassdispense record. The technical support specialist investigated a missed medpassdispense record for the 7:00 pm dose on 9/24, where only the subsequent 7:27 pm dose was recorded. The item appeared available after being issued, but no medpassdispense record was found. No structured query language deadlock was recorded at the time of the issue. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, that the scheduled medication was prompted to be dispensed. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, that the scheduled medication was prompted to be dispensed. The customer reported that the issue occurred when dispensing medications to the patient. There were no adverse events or injuries reported based on this event.